Event description:
Reporter indicated that pt has experienced a new gastrointestinal pain that pt did not have prior to vns implant. The pt, has pre-existing gall bladder problems, but began to experience this new pain approx five months post-implant. It was reported that the pt's stomach pains were not related to programmed parameter changes. The pt's device was programmed to off, after which pt experienced no further gastrointestinal problems and had no seizures. The pt reportedly did well in the absence of the vns therapy, but because of their mental handicap, it has not yet been determined whether the apparent stomach pains are behavior-related or related to the vns therapy. Treating neurologist planned to leave the device programmed to off for one month and then reassess the pt's condition at next office visit, but the pt did not keep their appointment and has not yet scheduled another appointment for follow-up.